Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received bupivacaine (39.9mg/ml, 11.005mg/day) and unknown morphine (11.2mg/ml, 3.105mg/day) in an implantable pump non-malignant pain, complex regional pain syndrome type I and failed back syndrome (other). The patient had an elective back fusion surgery on (B)(6) 2016. During the procedure, the catheter was cut. The manufacturer representative was on their way to the hospital to assist with the catheter revision. No symptoms were reported. Additional information was received from a manufacturer's representative. It was unknown what symptoms if any the patient experienced. The catheter was not replaced. An adaptor was used to connect back the catheter. The catheter issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.